Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.

Event description:
It was reported that after the surgery, the patient's leg had swelled, tests were completed, surgeon did not see anything alarming, and patient was released. It believed that there was no malfunction with the device. The patient called back later to report pain and more swelling. Patient was seen by the surgeon, and it was determined that patient had hematoma. The leg was opened a the incision site, and the residual spot was cleaned out. The patient is reported to be doing fine.